Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. No evidence was found indicating product error was a contributing factor to the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: 097jq. Device history review: no deviations were noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sizing was off.

Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgery was extended because we had to change the sizing of the suggested components.